Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump wouldn't rewind, it alarmed no delivery, and the buttons were not responding. Customer's blood glucose was 119 mg/dl. Troubleshooting was performed for keypad anomaly. The act button on the device is not working and it was hard to press. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.